Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an inoperable third column of keys. Service evaluation verified the inoperable keys. The cause was identified to be a failed keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During recertification of a returned spectrum infusion pump device the keypad's third column of keys were found to be inoperable. No additional information is available.